Event description:
Caller reported a power source alert. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by ensuring the pump was connected to the charging cable and wall adapter, resulting in successful charging, and no further assistance was required.